Event description:
It was reported by the rep the device was used during an esophageal resection. It was reported the mcl20 clip applier locked up and jaws would not close on several occasions thus failing to fire properly. No clips were left in the pt. A new mcl20 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.51029. D6: device returned with no lot ID. H6; the applier was rec'd with the front of the cartridge cover cracked, which impeded the advancement of the clips to the staging area. The applier was cycled, but the clips would not feed due to the impedance from the damaged cartridge cover. Ligaclip multiple clip applier: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported incident during surgery may have been due to a damaged cartridge cover. The applier was rec'd with the front of the cartridge cover cracked, which impeded the advancement of the clips to the staging area. The applier was cycled, but the clips would not feed due to the impedance from the damaged cartridge cover. No conclusion could be reached on how the cartridge cover had become cracked.